Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a blurry image. This event occurred during a diagnostic gastroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h6, h11. Corrected fields: e1. The customer's allegation was confirmed by the product technical investigation (pti) process, but the device was not returned to olympus. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer's allegation, blurred image, a cause has not been established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.